Event description:
It was reported that tip detachment occurred. An opticross peripheral imaging catheter was selected for use. During peripheral intervention it was noted that the tip of the device was broken. The procedure was completed with a different device used. No patient complications reported and patients status is fine.